Event description:
Patient noticed controller was alarming and very warm. Attempted to switch to back-up controller but patient became unresponsive during the switch. Power was restored completely to the original controller but per ems there was no vad hum heard and controller was still alarming. Controller was then successfully switched to the back-up controller; alarming then stopped. Patient still remained unresponsive so was brought to the hospital being coded. Pump continued to show speed drops on the back-up controller. Patient's home power module was also alarming after the patient was disconnected along with the hospital-owned power module after it was connected to the original controller to download the data .the white power lead of the original controller was observed to be smoking and extremely hot when attached to the power module. The data was able to be downloaded and sent to the company. The company suggested that it could be a driveline or power module issue that caused a short in the system. All equipment except for the actual pump will be returned to the manufacturer for analysis. Family refused to allow for device retrieval after the patient expired after at least two hours of trying to revive the patient.